Event description:
The clinician reports the implant was inserted (B)(6) 2025 in ada 31. Details of surgery: implant surface not completely covered with bone and immediate extraction site. On (B)(6) 2026, loss of osseointegration was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: pain and mobility. No further patient complications were reported.